Manufacturer narrative:
Full UDI is unknown due to missing lot number.

Event description:
The patient presented 3 weeks after a latera implant was placed with an itching sensation and reported the implant felt more palpable than when it was first placed. The patient was treated with an antihistamine and has reported they do not want the implants removed. No additional adverse consequences or medical intervention was reported.